Event description:
It was reported that the patient had this artificial urinary sphincter (aus) removed due to erosion on an unknown date. A new aus has been implanted and there were no patient complications.